Manufacturer narrative:
Concomitant medical product: a2dr01 ipg implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. The right ventricular (rv) lead exhibited short v-v intervals. No further patient complications have been reported as a result of this event.